Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the monitor heated up, it burned and there were couple little sparks. The monitor burned but it was okay. As the patient moved, the monitor made a little burning. No troubleshooting taken. The monitor would remain in use. No patient complications have been reported as a result of this event.